Event description:
It was reported that a peritoneal dialysis (pd) patient went to the emergency room after speaking with the nurse. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the emergency department following drain complications involving a malfunction of the pd catheter (not a fresenius product) and was admitted to the hospital on the same day. During this hospitalization, the patient developed a fever, vomiting and abdominal pain. The patient was unable to produce peritoneal effluent fluid for laboratory testing due to a full occlusion of the pd catheter. The patient was not given a diagnosis of peritonitis; however, the patient was treated with empiric antibiotics including intravenous (IV) vancomycin and IV ceftazidime (frequencies, dosages and durations unknown). Additionally, there was no report of causality in the event the patient did experience peritonitis. The patient was able to undergo hemodialysis (hd) though an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s pd catheter complications, suspected peritonitis with associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and resumed ccpd therapy on the same liberty select cycler at home post-discharge with persisting pd catheter complications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s pd catheter complications with a suspected peritonitis infection, characterized by fever, vomiting and abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. Though the patient was not given a definitive diagnosis of peritonitis, it was the contention of a medical professional the patient¿s symptoms were related to a peritonitis infection. It was also the belief of the same medical professional these events were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The evidence of the suspected peritonitis was demonstrated by the patient¿s initial symptoms with a responsiveness to empiric antibiotic therapy and a resolution of symptoms. Considering the report from the medical professional and in the absence of a confirmed peritonitis infection, the liberty select cycler and liberty cycler set can be excluded as a source of these events. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the emergency room after speaking with the nurse. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the emergency department following drain complications involving a malfunction of the pd catheter (not a fresenius product) and was admitted to the hospital on the same day. During this hospitalization, the patient developed a fever, vomiting and abdominal pain. The patient was unable to produce peritoneal effluent fluid for laboratory testing due to a full occlusion of the pd catheter. The patient was not given a diagnosis of peritonitis; however, the patient was treated with empiric antibiotics including intravenous (IV) vancomycin and IV ceftazidime (frequencies, dosages and durations unknown). Additionally, there was no report of causality in the event the patient did experience peritonitis. The patient was able to undergo hemodialysis (hd) though an existing fistula on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 8/sep/2021. It was confirmed the patient¿s pd catheter complications, suspected peritonitis with associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and resumed ccpd therapy on the same liberty select cycler at home post-discharge with persisting pd catheter complications.